Event description:
Customer requested testing and event log review. Customer stated that a fluorouracil infusion was to run for 23 hours and ran 2.5 hours too long and that the pump was programmed correctly. Pt confirmed that there have been no interruptions or alarms from the pump since hung prior in the day. They are using a phaseal closed system device between the IV container and the administration set. A microclave is added to the distal end of the administration set and the IV catheter. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event information was provided.

Manufacturer narrative:
(B)(4). Eval method: long review. The customer's report of a fluorouracil infusion programmed to run for 23 hours and running 2.5 hours too long was not confirmed. The pump module was programmed using guardrails on (B)(6) 2011, for an infusion of fluorouracil at a rate of 48 ml/hr for 23 hours. This infusion actively infused for approx. 22 hours and 23 minutes. During this time, there were 2 air in line alarms that lasted approx. 19 minutes. At 3:37 pm, the user changed the vtbi to run another 2.5 hours and experienced another air in line alarm that lasted about 1 minute, the infusion actively infused for another 1 hour and 37 minutes when the user powered off the pump module. The device actively infused for a total of 24 hours. Rate accuracy testing was performed on the device while infusing at the incident flow rate of 48 ml/hr connected to a phaseal closed system and found it to be within specification. The pump module was inspected and no anomalies were noted during visual inspection. The root cause of the reported problem was not determined; however no device malfunction is believed to have occurred.